Event description:
It was reported that the patient experienced diaphragmatic stimulation in all vectors with the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.